Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to breakage nor to air bubbles as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the retain samples, the customer¿s indicated failure modes of breakage and air bubbles with the incident lot were not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 18 bd¿ blood collection assembly sets with the male luer lock were found with cracked holders, and an unknown number of collection sets had air in the lines and wouldn't draw blood correctly during use. The following information was provided by the initial reporter: "we just received an incident from one of our facilities that is experiencing issues with the replacement blood collection assemblies ((B)(4)) that was sent them during the recall in march. According to the incident report, the items ¿are putting air in the lines, not drawing blood correctly or just cracking¿."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is kdl. This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 18 bd¿ blood collection assembly sets with the male luer lock were found with cracked holders, and an unknown number of collection sets had air in the lines and wouldn't draw blood correctly during use. The following information was provided by the initial reporter: "we just received an incident from one of our facilities that is experiencing issues with the replacement blood collection assemblies (mbc6010) that was sent them during the recall in march. According to the incident report, the items ¿are putting air in the lines, not drawing blood correctly or just cracking¿."